Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip would not deploy off the catheter after multiple attempts of deployment. The distal tip is noted to be bent. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip would not deploy off the catheter after multiple attempts of deployment. The distal tip is noted to be bent. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.